Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation of the implantable cardioverter defibrillator (ICD), post-sensed t-wave oversensing was observed. The device was reprogrammed. There were no adverse consequences to the patient.